Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01115; 509-01-040, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.